Manufacturer narrative:
Cable was replaced and system was returned to service.

Event description:
Customer requested a call for service, stating the image was too bright. Upon investigation, a bad contact was noted on an internal cable between the vic cabinet and the bulkhead, leading to dose doubling. There was no reported pt injury.